Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: a 8229306: endotrach tube, a 8229306 nim emg 6mm rohs, lot 0209016934, manufactured: 12/02/2014, use before: 12/01/2018. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of this report: 04/15/2015. Date received by manufacturer: 05/18/2015. Product evaluation: received 2 samples for analysis, part numbers 8229307 and 8229306, there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the cuffs and a dried substance consistent with lubricant on the exterior of the tube. For both samples, air was injected into the cuffs which expanded and held pressure normally. The information most likely indicates that the cuffs were overinflated to the point where they covered the distal end of the tubes and blocked the flow of oxygen through the tubes. (B)(4).

Event description:
It was reported that before the thyroidectomy procedure, the emg tubes were checked for patency. No leak was found. The patient was intubated and the cuff was inflated with approximately 10cc of air. The doctor ¿pushed the pilot balloon/tube¿ to check to see if the cuff was sufficiently inflated. ¿after 2 minutes of the intubation, the airway pressure, according to the ventilation monitor, increased from 21cmh2o to 42 cmh2o and remained in this level.¿ the doctor did not attempt to reposition the tube or check for proper placement before reintubating. ¿the (8229307) endotracheal tube was replaced urgently by a smaller diameter endotracheal tube (8229306), but with the same results; means maximum airway pressure 42cmh2o. Eventually the emg tube (8229306) was replaced with a regular endotracheal tube no 6 and the operation of thyroidectomy was completed with stable airway pressure of 21 cmh2o.¿ there was no patient injury.